Event description:
Patient placed on t-piece via trache, but the ballard cap was not removed. Patient's tracheal balloon inflated, limited ability for the patient to exhale. This was an issue of user error.